Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. 45-day time frame due to the need for additional time to gather responses from the customer.

Manufacturer narrative:
Recall number z-2430-2023. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plum 360¿ infuser where the customer reported a malfunction- the device did not do what it was supposed to do when infusing vasopressin in the hospital. There was patient involvement but no patient injury. The device was disposed.